Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a female patient left an inbox message on the (B)(6) stating that she had her breasts deformed and it was possible to see and feel the prostheses. This is indicative of deflation. The implants were inserted roughly six years ago. It is unknown what product the patient has used (saline/gel). With limited information, mentor takes conservative approach to report this event under unknown saline implant. Should any information be received, MDR determination will be re-assessed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-05112 for contralateral prosthesis report).